Event description:
Noted plastic from IV bag on infusion set when changing IV bag. This tubing was used with b. Braun IV solution bag. Previous FDA reports have been submitted. Previous episodes-equipment have been submitted to b. Braun. This episode equipment has been submitted to becton dickinson for their review of product.